Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier clamped on the cystic duct and would not release. The handles were pulled apart and the device was removed from the duct. There was no tissue damage. Unknown how the case was completed. There was no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Malformed clip - advancer bypass. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, a malformed clip was delivered due to an advancer bypass; however the remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
Rptr alleged obtaining discrepant blood glucose results of 272 mg/dl back to back with a result of 121 mg/dl within 3 mins of each other on the active s system. Rptr stated within the next 3 mins another result of 176 mg/dl was obtained on the same system. Rptr indicated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement was sent.